Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump over delivered the drug. .

Event description:
Additional information was received that user error was found and that patient information cannot be provided.